Event description:
The customer stated that her blood glucose readings were erratic. She received a reading of 40 mg/dl. When she retested, she received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust her medication or allege any adverse events due to the readings. The customer did not have any autodiscs left that gave her the readings, so no product will be returned for evaluation.